Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. A new cartridge was loaded to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 272-300 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged minimum fill notification issue could not be verified.